Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperative. The was no patient connected to the device at the time the event occurred during patient use.